Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the hcp explanted the pump and proximal portion of the catheter due to infection. The hcp re-implanted another pump and proximal catheter piece. The new proximal piece was connected to the existing intrathecal portion. Additional information has been requested from the hcp, but was not available as of the date of this report.